Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that during the implant procedure, the right ventricular led had high impedance on multiple locations. A new lead was used to complete the procedure. No patient complications have been reported as a result of this event.